Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and exhibited undersensing and loss of capture. This resulted in the patient experiencing dyspnea, fatigue and pacemaker syndrome. Programming changes were attempted but were unsuccessful. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.